Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear presented an air ingress issue. During a pulse field ablation (pfa) procedure to treat a redo paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. When the sheath was introduced into the patient and the dilator pulled out, air bubbles were observed into the syringe while aspirating. The device was replaced and the same issue occurred again with a second faradrive sheath. The sheath was again replaced with one from another lot and the issue was solved. The procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.